Event description:
It is alleged that the knee replacement components used in a 2011 surgery were too large for the patient's bone structure, leaving him with "excruciating pain which continues to this day".

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee components. The information in this report was provided by stryker orthopaedics legal affairs. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.